Event description:
Event description guidant received information that this chronic atrial implantable lead exhibited high, out of range pacing impedance measurements one year ago. Subsequently, normal lead measurements were exhibited. Recently low measurements were recorded.